Event description:
Report rec'd from the USA stating that the device was "heating." The device was not being used during a procedure. The date of the event is unk. No pt or user or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.